Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a "delayed, severe allergic reaction" including swelling and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Post-market surveillance: as of (B)(4) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency of greater or equal than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities.

Event description:
Healthcare professional reported two days after injection with juvederm voluma xc in the zygomatic arches, patient developed a "delayed, severe allergic reaction" in the face; symptoms included swelling of the entire face, including the eyelids, and erythema. The symptoms worsened dramatically, reaching "a peak" the day after onset. Three days after symptom onset, patient was assessed by the healthcare professional and prescribed prednisone and benadryl. Symptoms have improved, erythema has decreased, but patient is still "puffy".